Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was having issues with their drainage bag. Also stated that when they wore it at night with their male external catheter the urine did not flow into the bag unless they stood up. There was a airlock seal that was taking place at their catheter as well. Representative advised caller of vapor lock that could take place on a newer bag. Customer stated that they would try exercising the bag, but this had happened after repetitive use.

Event description:
It was reported that the customer was having issues with their drainage bag. Also stated that when they wore it at night with their male external catheter the urine did not flow into the bag unless they stood up. There was a airlock seal that was taking place at their catheter as well. Representative advised caller of vapor lock that could take place on a newer bag. Customer stated that they would try exercising the bag, but this had happened after repetitive use.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "static positive air pressure". The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.